Manufacturer narrative:
Concomitant medical products: 305u227 tissue valve, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent far field r-waves (ffrw) that are causing false atrial tachycardia / atrial fibrillation (at/af) episodes to be recorded. Small p waves were also noted. The ra lead remains in use. No patient complications have been reported as a result of this event.